Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred while customer was completing initial pump training. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer's blood glucose level as customer had not yet started using pump for insulin therapy.